Event description:
It was reported by the affiliate that the (2) ems were used during a hernia repair procedure. It was reported that the devices jammed. The case was completed with another instrument. There was no consequence to the pt.